Event description:
Sales representative called in after a case, stating that during a shoulder scope, scraps of metal had come off the blade. He said that to remove the scraps, the surgeon used a smaller shaver.

Manufacturer narrative:
Product will not be returned to manufacturer. Additional information will be provided once investigation is completed.